Event description:
Customer reported experiencing alarm 2 followed by alarm 26, along with more than one previous occlusion event. The issue caused customer's blood glucose level to exceed 500 mg/dl on (B)(6) 2025, with a recorded level of 409 mg/dl on (B)(6) 2025. To address the high blood glucose level, customer administered a correction bolus via the pump and resolved the issue by changing the infusion set and cartridge before resuming insulin.